Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. The results of the dye study were unknown. The cause of the therapy not working consistently was not determined. The pump was explanted. The pump will not be returned to the manufacturer as the pump was not malfunctioning. Regarding if the therapy issue had been resolved it was noted ¿explanted¿.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative regarding a patient who was receiving baclofen (unknown), 2000 mcg/ml at dose/frequency 94 mcg/day via intrathecal drug delivery pump for an unknown indication for use. It was reported that therapy was not working consistently. It was unknown as to what factors may have led or contributed to the issue. A dye study was performed, the dose was reduced and pump was set to minimum rate. Surgical intervention occurred: the pump was to be explanted on (B)(6)2017. It was reported that the issue was not resolved at the time of this report. The patient status at the time of this report was stated as "alive - no injury." No further complications were reported.